Event description:
It was reported that the right ventricular (rv) lead exhibited out-of-range intrinsic amplitudes and was not able to complete an right ventricular automatic threshold (rvat) test. Technical services (ts) was contacted, and ts discussed the presence of noise, low amplitudes and ectopy. Additional information was received some months later mentioning that the same situation keeps appearing regarding the ectopy and the right ventricular automatic threshold (rvat) test not being completed due to the patient condition, therefore the device was delivering high pacing outputs at times. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the health care professional (hcp) was suspected loss of capture. Ts was contacted to review the presenting electrogram (egm) and discussed possible intermittent ectopy, fusion and loss of capture. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating ts was contacted regarding the ongoing loss of capture. Ts confirmed increased thresholds and a chest x-ray revealed the lead appeared to have pulled back a bit. Subsequently, the rv lead was explanted and replaced. The hcp also elected to replace the device with a cardiac resynchronization therapy defibrillator (crt-d) and implant a left bundle branch (lbb) lead to address the patients reduced ejection fraction. The hospital retained the lead and the previous generator. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited out-of-range intrinsic amplitudes and was not able to complete an right ventricular automatic threshold (rvat) test. Technical services (ts) was contacted, and ts discussed the presence of noise, low amplitudes and ectopy. Additional information was received some months later mentioning that the same situation keeps appearing regarding the ectopy and the right ventricular automatic threshold (rvat) test not being completed due to the patient condition, therefore the device was delivering high pacing outputs at times. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the health care professional (hcp) was suspected loss of capture. Ts was contacted to review the presenting electrogram (egm) and discussed possible intermittent ectopy, fusion and loss of capture. The rv lead remains in service. No adverse patient effects were reported.